Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device location of device: one coil could not be found"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain ") and complication of device removal ("complication of device removal"). The patient was treated with surgery (ablation) and surgery (on (B)(6) 2013 supracervical hysterectomy (uterus only) ¿ remove one coil during hysterectomy). At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, systemic lupus erythematosus, pelvic pain and complication of device removal outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: she sought treatment for her symptoms. Only one coil was able to located and removed [as written]. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events lupus nos, menorrhagia, device dislocation was added. Lab data updated. Product, patient & reporter information updated.action taken with drug updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent hysterectomy to remove essure device). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.